Manufacturer narrative:
Unit received with operating currents within specification. Unit passed unexpected restart error test and displacement test, however, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to slightly loose drive support disk. No compromise force sensor alarms noted. Unit received with missing segments due to cracked zebra connector on lcd board. Unit received with missing end cap sticker. Unit received with corroded battery tube. Unit received with cracked case at reservoir tube window corners. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was not reported. Insulin pump will be replaced.